Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a separation between the female connector and main body. This occurred when attempting to disconnect from the patient line of the amia cassette. The transfer set started to separate and the dark blue area above the tip started to elongate and it was not allowing the patient line to separate. The patient needed to cut the patient line tubing to be able to disconnect from the patient line. The transfer set had been in use for approximately one month and no cleaning solutions, solvents, or disinfectants were used on the set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a dark blue female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.